Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found a broken pitch cable at the distal clevis hub. A missing crimp was observed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering evaluation also found various scratch marks showing light material removal and a rough surface finish on the distal end of instrument's main tube. The scratches were observed to be short in length and not axially aligned with the tube. Engineering evaluation concluded that the main tube damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that prograsp forceps instrument had a wire that was separated and hanging out. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.